Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-31 h6: investigation summary nine sealed and one open 32g x 4mm pen needle samples and four photos were returned from lot. No. 0203813, cat. No. 320136. A functionality test was carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified h3 other text : see h10

Event description:
It was reported that 1 bd pen ndl 32ga 4mm needle did not detach. The following information was provided by the initial reporter : the customer reported that the pen needle could not be detached from the pen.

Manufacturer narrative:
Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32ga 4mm needle did not detach. The following information was provided by the initial reporter: the customer reported that the pen needle could not be detached from the pen.